Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database did not indicate a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported issues. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a femoral artery. During deployment of a 7.0 x 80 absolute pro self-expanding stent delivery system, the stent got to the middle from releasing itself from the sheath and got stuck. The thumbwheel was not able to be turned at that moment. To complete the releasing, the doctor disassembled the handle and made the final release of the stent manually. It was noted that there was a little stretching of the stent, which was ultimately implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.